Manufacturer narrative:
D3: ICU medical, inc. D9: 27-may-2025. Device evaluati.on: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed, and the root cause could not be determined. No action was taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer had an over-temperature alarm. The event occurred during preventative maintenance. There was no patient involvement, and no patient harm/adverse event reported.